Manufacturer narrative:
H2: see a1, b5, h6(patient code).

Event description:
Additional information was received that the issue was discovered during testing and there was no patient involvement.

Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's reported problem was unable to be duplicated. Inspected the pump and performed functional tests, the pump passed all tests. However, further investigation of the pump's interior found sign of fluid ingression on chassis assembly and on the inside components. Service recommended to replace downstream occlusion sensor, upstream occlusion sensor, and lcd display as preventive measure. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited constant alarm "cassette not attached". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.